Manufacturer narrative:
The additional mitraclip referenced is being filed under a separate medwatch report number. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted the valve had weak leaflets. One clip was successfully deployed on the mitral valve, reducing the mr to grade 1-2. Roughly four and a half months later, the patient returned the hospital. Echocardiography was performed and showed the clip had slightly detached from the posterior leaflet, causing mr to increase to a grade of 3. On (B)(6) 2022, a second mitraclip procedure was performed to treat mr with a grade of 3. An ntw clip was inserted and grasping was noted to be difficult. After deployment, a hole on the posterior leaflet was observed. An additional clip was deployed on the leaflets without issues, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to leaflet pathology (i.e., weak leaflets). The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous report, the additional information was received on 11/02/2022: on (B)(6) 2022, the ntw mitraclip was not difficult to grasp or capture. There was no device malfunction. The hole noted during grasping was suspected tissue injury. The third clip as implanted as treatment for the injury.

Manufacturer narrative:
The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B1: product problem removed h6: health effect-impact code 4614 removed and replaced with 4641. Medical device problem code 1157 removed and replaced with 2993.